Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the battery was depleting quickly and led to an unexpected shutdown. Customer's blood glucose level ranged between 95-118 mg/dl. Reportedly, the customer had an alternate pump and manual injections available for insulin therapy.